Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 43-180 mg/dl; cause was customer not eating. The customer continued to use the pump and manual injections for insulin therapy.